Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked in the middle of a surgical procedure. The system was rebooted to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Additional information: the customer reported that the system locked up in the middle of a procedure. The customer rebooted the system to resolve the nonconformity. The system was been performing as intended since. The company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on april 10, 2014. Based on qa assessment the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).